Manufacturer narrative:
Additional information received and box h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging of cancer related to a CPAP device's sound abatement foam. No medical intervention was specified. The manufacturer inspected externally observed that evidence of sound abatement foam degradation/breakdown was observed in this device. Product investigation laboratory initiated therapy with the device and verified airflow, using a product investigation laboratory supplied power supply/ac power cord. Black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. During the evaluation light dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Blower grommet slipped on blower motor wire harness and not seated from manufacturing. External examination of the device, including the interior of the iso port on the side panel and the air inlet/filter recess. The air outlet port had dust-like contamination in it. White dust-like contamination at the air inlet. Pca (printed circuit assembly) had light dust-like contamination all over the top of it. Light dust-like contamination on top of the blower box and throughout the bottom of the enclosure. Light dust-like contamination on top of the blower motor. Blower grommet slipped on blower motor wire harness and not seated from manufacturing. Light dust-like contamination in the bottom of the blower box. Air inlet seal had yellowed and had dust-like contamination on it. Product investigation laboratory can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 4 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination the device and are consistent with being from an external source. In box g: - date received by mfg. Has been updated. In box h: problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging of cancer related to a CPAP device's sound abatement foam. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.